Manufacturer narrative:
(B)(4).

Event description:
It was reported that the generator's battery indicator was less than 30% after being implanted for approximately a year. The manufacturing records for the m106 generator were reviewed and "trim test tab" was performed (B)(6) 2015. The generator passed quality control inspection prior to distribution. The internal programming history database was reviewed and only found data from the day of implant. The battery life longevity table was referenced with the settings found at implant and it indicated that the generator had approximately 5.9 yrs from beginning of life to ifi = yes. No additional relevant information has been received to date.

Manufacturer narrative:
This information was inadvertently left off on mfg. Report #1. Information was inadvertently reported incorrectly on mfg. Report #1.

Event description:
It was reported that the patient was referred for a vns generator replacement. No surgical interventions are known to have occurred to date.

Event description:
Settings were received from the neurologist. The battery life longevity table was referenced with the settings provided and it indicated that the generator had approximately 3.1 yrs from beginning of life to ifi = yes. No additional relevant information has been received to date.

Event description:
The internal programming data was reviewed for the suspect generator. It was confirmed that the battery indicator had reached 25% just over a year after implant. It was identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process during manufacture, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. It was later reported that the patient underwent generator replacement surgery. Historically, the explanting facility does not return explanted products to the manufacturer. Therefore product return and subsequent analysis is not expected.

Manufacturer narrative:
Date received by manufacturer; "11/21/2016" this information was inadvertently reported incorrectly on mfg. Report #2.